Event description:
During a cardiac catheterization, part of the wire coil surrounding the wire core of the introducer separated from the core and lodged in the tissue. When the introducer was withdrawn, the coil wire broke and approximately 1 1/2" section remained in the pt's tissue outside of the artery.